Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). Quality controls were run, and level two was out of range. The sample was repeated on an alternate dimension vista instrument, resulting higher. The sample was repeated on the original instrument after troubleshooting, and the result matched that of the other instrument. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to replace the integrated multisensor technology (imt) consumables, after which the sample resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse removed the imt rotary valve, installed a new rotary valve and auto-aligned it. The cse performed a quick check and ran quality controls, which resulted within range. Patient samples were run, resulting without error. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.